Event description:
Customer reported that 2 units from a single lot (990781tbr) of 600 ml sterile drainage bag intended for use in wound drainage were found to not be sealed at the bottom of the pouch. The product was not used on a pt and did not compromise the sterile field. Use did not indicate any injury associated with the product.

Manufacturer narrative:
The two returned complainant samples were visually evaluated and it was determined that neither pouch had evidence of a seal being formed. The lack of any visual attempt at a seal indicates that the pouches did not go through the manually operated sealing machine, which indicates the likely root cause as employee error. Employee training was conducted for the packaging dept regarding this issue and additional root cause analysis and corrective actions are in process to address prevention of this issue in the future. There was no in-house inventory of the subject lot in stock to conduct a visual examination and no additional complaints of open seals have been received for the subject lot.